Event description:
Customer reported a potential chemical exposure when using the coulter lyse s iii diff lytic reagent. The operator was securing the pickup tubing onto the coulter lyse s iii diff lytic reagent container when approx 5 ml of reagent leaked out from the container cap. The leak occurred when pressure was applied to the container. The operator was wearing personal protective equipment (ppe). There was no exposure to mucous membranes, open lesions, skin or eyes. Medical treatment was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Product was replaced at the time of event. Product was not returned for eval. Based upon available info root cause is unk. A review for similar events was conducted. From 2005-2010, there have been no similar reports of leaking from the container with this reagent. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.